Event description:
Physician reported unknown side "possible alcl and chronic seroma on patient." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
The reported events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: unknown side "possible alcl and chronic seroma on patient." Histopathological markers not reported.

Event description:
Un-reporting, due to PMA not approved.